Manufacturer narrative:
D9 - date returned to mfg: 23-jul-2025. H3: three samples in used condition and three images were received for evaluation. Visual inspection was performed, and the images showed an opening on the side of the cassette bag, causing a leak. The cassettes top pressure plates were removed from the housing. No other damage or anomalies were observed. To replicate clinical use, the cassettes were filled with 100ml of water each using an ICU medical provided syringe. A leak was observed for each of the cassettes. The customer issue of leakage can be confirmed and the failure mode observed was leakage at the internal bag seams. However, a root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the cassette seal of the pvc bag was reportedly not fully closed, resulting in leakage. There was no patient involvement. Photos attached.